Manufacturer narrative:
The device was not returned for investigation. The report of pain and numbness is consistent with potential side effects of thermal injury, are known risks associated with the cryoablation procedure and are included in the risk documents and product labeling. There were no device malfunctions reported at the time of the croablation procedure.

Event description:
It was reported that the system and 2 iceforce cx needles tested with no issues to report. The case was completed and the treating physician was satisfied. Nine days post-procedure, the patient reported pain and numbness in her hip. During follow-up, the physician informed that the patient experienced significant pain which was most likely due to injury to the genitofemoral nerve, which tracks along the psoas muscle. The patient was started on neurontin, which she could not tolerate due to supposed facial swelling. The physician switched to lyrica which she is currently tolerating. The patient informed the physician that the pain has not subsided. There were no device malfunction reported at the time of the cryoablation procedure.